Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Customer was able to successfully load the cartridge onto the pump and resume insulin deliveries. Customer's blood glucose level was 350 mg/dl.